Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date, to provide the manufacture date and to provide the completed investigation results. One 6 fr angio-seal vip device was returned for evaluation. The device was received with the carrier tube assembly and fully opened poly-foil pouch. No other accessory components were returned for analysis. Visual inspection revealed that the bypass tube was missing over the carrier tube assembly. There was a kink observed on the carrier tube assembly. No other anomalies were noted. A review of the device history record of the product code/lot# combination was conducted with no findings. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Device manufacture date - unknown due to unknown lot number. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the angio-seal device was not complete / not packed right. The event was before use, no patient was involved.